Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.